Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nausea / vomiting, liver disease/toxicity, cancer, death and liver cancer. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown contaminant it was observed on the top enclosure, front panel, underneath the therapy button on the front panel, on the exterior of the rear panel, and on the bottom enclosure. A dust-like contaminant was observed on the front panel and blower. Appeared to be a keratin-like substance was observed on the outlet of the blower box, addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer applied power to the device and verified airflow. Review of the error logs shows the device has 1 instance of error, a continue error and 30 instances of error, an abort error. Care orchestrator data shows a (B)(4) compliance rate an adaptive setting was used. Tubing temperature was set at 3. Humidification was set at 3. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and the manufacturer unable to directly address the symptoms specified. Box d: device available. For evaluation? Date returned is updated. Box h was updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nausea / vomiting, liver disease/toxicity, cancer, death and liver cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.